Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.4, h.4, h.6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on anterior assessed, as surgical damage. And observed, a cracked valve seat diaphragm valve. Additional observations: crease flat observed, on the device.

Event description:
Patient reported, a left side deflation. Healthcare professional, later confirmed, a left side deflation. Device has been explanted.

Event description:
Patient reported a left side deflation. Healthcare professional later confirmed a left side deflation. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.